Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the system was explanted and replaced due to infection. The patient was experiencing a fever and starting to show signs of pocket erosion due to the infection. The physician does not believe the infection is due to the device or leads. A temporary pacemaker and lead were used. Patient was stable before, during, and after procedure.